Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was noise on the ventricular channel which was detected as vf. The lead was capped and replaced. No adverse consequences were noted for pt. Further info is not available at this time.